Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: protruding from fallopian tube') and menorrhagia ('menorrhagia (heavy menstrual bleeding) abnormal bleeding ( vaginal , menorrhagia)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pain in extremity, knee injury, pregnancy, hypertension, nervous breakdown, broken foot, vomiting and increased appetite. Previously administered products included for an unreported indication: depo provera from (B)(6)2008 to (B)(6)2008. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2008 to (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain / pelvic area pain ( both side)"), genital haemorrhage ("abnormal bleeding (general)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2008, the patient was found to have weight increased ("weight gain"), 2 months 29 days after insertion of essure. In (B)(6)2008, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"). In (B)(6)2008, the patient experienced fatigue ("fatigue"). In (B)(6)2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion ("expulsion"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with metronidazole;nystatin (flagyl) and surgery (bilateral salpingectomy and surgery to remove essure, bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation, device expulsion, weight increased, genital haemorrhage and vaginal haemorrhage outcome was unknown, the menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge, pelvic pain and bacterial vaginosis had resolved and the fatigue was resolving. The reporter considered bacterial vaginosis, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, expulsion, bladder problem, urinary problems, vaginal infection, vaginal discharge. Bacterial vaginosis , device dislocation, essure confirmation date provide as (B)(6)2008. Discrepancy noted in date of insertion (B)(6)2008 &(B)(6)2008, discrepancy noted in date of removal (B)(6)2018 & (B)(6)2018. Current weight 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: result: total bilateral occlusion. Imaging procedure - on (B)(6)2008: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs and mr received: new events: abnormal bleeding (general), bacterial vaginosis, device dislocation, vaginal hemorrhage, were added. Previously added pain nos was updated to pelvic pain. Reporter, medical history, lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and pain ("pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal infection, vaginal discharge and pain had resolved and the device expulsion, fatigue and weight increased outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, fatigue, menorrhagia, pain, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, expulsion, bladder problem, urinary problems, vaginal infection, vaginal discharge. Essure confirmation date provide as (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- previously reported event "injury" updated to "dysmenorrhea", events- "menorrhagia, expulsion, vaginal infection, vaginal . Discharge, fatigue ,weight gain", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.